Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, customer rebooted the device, and station was up and running, a technical support specialist (tss) stated that the patient unit was not available on station, after that no response received from the customer. There was no further repair information provided.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating and disconnected icon had appeared on the screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.